Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported there was a hole in the stopcock during prep. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned. While preparing the watchman ® laa closure device & delivery system (wds) a hole was observed in the stopcock after water was squirted out. The device was not used. The procedure was completed with another of the same device with no patient complications reported.